Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed ¿gas gain in iabp circuit.¿ the unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and observed there was ¿37 fill fails¿ alarm messages in the iabp log files. The fse consulted the cardiosave service manual which indicates that the compressor motor faulty could be faulty or that the intra-aortic balloon (iab) is disconnected. The fse performed the drive regulator test, all manifold test, and helium transducer calibration test which passed. The fse observed the autofill operation completed successfully, but when the start button was pressed, the iab did not operate as normal and was standstill/deflated. The fse replaced the safety disk then allowed the iabp unit to test-run overnight. All manifold tests passed. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1(postal code: 308433).

Event description:
N/a.